Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18mar2020.

Event description:
The customer reported that the touchscreen was out of correct place where it was touched. The device was evaluated by the field service engineer and the reported issue was confirmed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The field service engineer replaced the touchscreen assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended.

Manufacturer narrative:
G4: 13may2020. B4: 14may2020. Touchscreen assembly was received for evaluation. There were no signs of damage or contamination during visual inspection. After testing, the reported failure was unable to be duplicated and no failure was identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.